Event description:
It was reported to boston scientific corporation that a zebra guidewire was used in the kidney during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2021. During the procedure, at the end of the case the physician placed a stent and a fluro image was taken. It was noted that part of the wire broke off inside the kidney due to the use of a non-bsc lithotriptor. The procedure was completed with the original zebra guidewire. It was reported that the physician felt it was fine and would retrieve the broken fragment of wire in the follow up ureteroscopy because he did not want to take out the placed stent. In physician's assessment, the device or procedure didn't cause or contribute to the patient complication.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.